Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient did not notice any symptoms because of the high impedance.

Manufacturer narrative:
The main component of the system and other applicable components are : product ID: 387745, lot#: b0752361k, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that high impedances were measured. High impedances of greater than 4,000 ohms were measured on electrode three during an examination on (B)(6) 2015. The patient did not experience any symptoms. Interventions included reprogramming the implantable neurostimulator (ins). The etiology was related to the device or procedure and not related to the implant procedure. The etiology was reported as related to the leads which were connected to the implantable neurostimulator (ins). The high impedances were unresolved with no further action planned.